Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as a red, bumpy, itchy rash. Patient reported skin reaction has been ongoing. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with hydrocortisone cream, as advised by her physician on (B)(6) 2015. No additional event or patient information is available.